Event description:
Tip of a cook wire used for stent placement broke off inside of the patient during procedure. The surgeon removed the tip of the cook wire from the patient, reported the incident to the cook industry representative.